Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: the black box showed several unexplained power-on-reset (por) events. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The battery cap was then fastened and the pump was exercised for 24 hours with no power interruption. The pump¿s cover was removed and no intermittent condition was found to the pcb. The investigation was unable to duplicate ¿power¿ complaint.